Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 551 mg/dl. The customer treated with manual injections. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer was advised to perform a self-test. The customer stated that the test passed. The customer was advised to monitor the pump.